Event description:
It was reported that the patient never had therapeutic effect from the pump. When the pain doctor tried to aspirate from the catheter access port (cap), he was unable to pull anything back. It was indicated that they believed the surgeon might have sheared the catheter during implant, so they planned on replacing the catheter. At the time of report, the pump contained 10mg/ml dilaudid and 20mg/ml bupivacaine, but the drug was to be changed to 2mg/ml dilaudid. A modified bridge bolus was to be performed by programming a priming bolus and would last 144 hours and 30 minutes. Three days later, it was reported that the patient had experienced increased pain and cap study was conducted, but no cerebrospinal fluid was aspirated. The pump had flipped several times and the catheter was coiled up in the pump pocket and had been severed. It was indicated that the catheter was replaced, but the pump remained implanted. At the time of report, the patient was doing much better and was getting the relief that she needed.

Manufacturer narrative:
Product ID 8590-1 lot# n334162, implanted: 2012 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(6).